Event description:
A surgeon reported a patient was scheduled for cataract procedure and had a dense cataract, after hydrodissection and on commencement of lens groove in sculpt setting a milky white liquid described as having the ¿appearance of emulsified lens material¿ was noted in the patient¿s eye. The surgeon was concerned about the material and origin, as he thought he had just commenced aspiration without any phaco at that point of the procedure commenced aspiration without any phaco during procedure. Post-operatively patient developed corneal oedema with vision of hand movements. Phacoemulsification (phaco) tip, handpiece and fms (fluidics management system) were replaced, and the procedure was carried out without any incident. Additional information received from company representative indicating the patient presented with corneal edema with a visual acuity (va) of hand movements during the post operative examination. Corneal oedema was very slowly improving, but still had significant descemet membrane folds. The patient further presented microcystic epithelial oedema ((B)(6) 2022) with a sudden increase in pain and redness of eye. Subsequently was put on medications on prednefrin forte q2h (every two hours) and lubricants q2h. It was also stated that preoperatively the patient had 6/19 vision in the eye and the only other thing of note was a small patch of posterior synechiae inferiorly between the iris and anterior lens capsule, otherwise, the eye was healthy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that the corneal edema had settled down and the patient's vision had improved.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer video confirms the reported issue of a white milky liquid was noted in the eye and was removed. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of four pictures of an eye, the reported product complaint was not confirmed. The video attached to the parent complaint was reviewed by the manufacturing site. The video consists of a phaco eye surgery in progress, the reported product complaint is confirmed. The report of foreign material in the eye is confirmed based on the video attached to parent complaint. However, because the source and composition of the foreign material cannot be determined from the video and a sample was not received at the manufacturing site, the root cause for customer complaint issue cannot be determined. Because a sample was not received at the manufacturing site, the report of aspiration without any phaco could not confirmed, therefore the root cause cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).